Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification. The patient's nurse had reported a breach in the patient's sterile technique.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported she was hospitalized with an infection. During a follow-up call a peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital for peritonitis due to breach in aseptic technique on (B)(6) 2016. The patient was administered unspecified antibiotics. The patient was discharge from the hospital on (B)(6) 2016. The patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.